Event description:
A male, with permanent stoma, and history of throat cancer died 4 days post-procedure. A superdimension procedure was conducted, and during navigation, a pneumothorax was observed, and the procedure discontinued. A chest tube was inserted, and per the physician, the pt was expected to recover. The source of the pneumothorax is not definitively understood, and per the physician, it is likely the pt died of sepsis as a complication of the pneumothorax. No further info or known cause of death, could be obtained from the site. At no time did the physician find fault with or speculate that the inreach sys malfunctioned.